Manufacturer narrative:
The associated trauma interface was not made available for evaluation. Therefore visual inspection and functional testing could not be performed. The stated failure mode could not be confirmed. However, device details were provided. Therefore, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. It was indicated that the device was sent to the local warehouse and found it was working correctly. Therefore, the device will not be returned. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the screen gave some errors and carried out several times did not start. No delay. No backup device available. No impact or injury to patient reported yet.